Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the handle of the mini quick coupling and the shaft of the screwdriver was jammed together; surgeon could not change the top and shaft of screwdriver. Surgeon could not turn the 4 th screw ((B)(4)) into the hole of skull. Finally the surgeon decided to use another new handle and finished the operation. The patient was impacted. The surgery was delayed. There was another handle for use in the surgery. This report is on the unknown screw driver shaft. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on a screwdriver shaft, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.